Event description:
The tps micro driver was sent for service and an unk fluid was leaking from the bottom of the handle. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Signs of third party repair work was noted within the device.